Event description:
It was reported that a user applied a new dexcom g7 sensor that paired with the dexcom mobile application but did not pair with the ilet, consistent with a connectivity or pairing failure between the cgm and the ilet system. Symptoms included no clinical symptoms. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, including re-entering the pairing code and advising on expected reconnection timing. Investigation of this case revealed that the issue was limited to communication pairing between the external cgm and the ilet without evidence of device malfunction or patient harm. It was concluded, based on previously established findings for similar reports, that the cause was use-related or transient communication failure during setup.